Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to input a double digit number into the number keypad as the touchscreen would grey out after the input of the first digit. Reportedly, the contact had attempted to input values of "10" and "15" units. During the call with tandem technical support, the contact was able to successfully input the double digit numbers into the keypad of the bolus delivery screen. Additionally, the customer experienced elevated blood glucose (bg) levels ranging from the 300-400's (mg/dl). To address the bg level, the customer delivered a correction bolus and administered manual injections. System check with tandem technical support was performed and showed that the pump was functioning as intended. Recommendation was made to consult with health care provider regarding diabetes management.